Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During a surgical procedure we were using the pinnacle cup inserter to implant a sector gription cup. While the surgeon was impacting the handle with a mallet, the back of the handle separated from the rest of the handle. The broken handle was immediately removed from the field. A second pinnacle cup inserter handle was opened to reposition the cup. The back of the second handle also broke away from the handle. That handle was also taken off the field. Was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> no.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received: during a surgical procedure we were using the pinnacle cup inserter to implant a sector gription cup. While the surgeon was impacting the handle with a mallet, the back of the handle separated from the rest of the handle. The broken handle was immediately removed from the field. A second pinnacle cup inserter handle was opened to reposition the cup. The back of the second handle also broke away from the handle. That handle was also taken off the field. The product was not returned to depuy synthes, however photos were provided for review. See attachment (img_2792.jpeg). The photographs attached were reviewed, and only one pinn straight cup impactor, with no lot number nor a product to be found, was provided as photo evidence. Since there is no certainty which of the devices corresponds to the impacted product complaint, only one allegation could be confirmed (please refer to pi-17056588718424332). As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.